Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent oversensing on the ventricular channel was observed. The device was explanted. However, with new device noise on the ventricular channel was still observed. The patient will be monitored.